Event description:
Patient reported rupture diagnosed via MRI. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported rupture diagnosed via MRI. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Manufacturer narrative:
Newly received device information confirms that the device associated with this report is not PMA approved and is no longer considered reportable to the FDA. Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, d6b, g1, g4, h6.

Event description:
Newly received device information confirms that the device associated with this report is not PMA approved and is no longer considered reportable to the FDA. The device has been explanted.